Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Dealer is stating that the chair being replaced by rod mills. Many issues and items that have broken on chair. Quality issues that were known about wheel locks plus.

Manufacturer narrative:
The device was evaluated by the returns department which found that the right side wheellock does not function due to incorrect adjustment. Back canes cannot fold down due to back latch hardware being too tight. Both front casters have had hardware replaced with incorrect hardware. Rear wheels are two different types.

Event description:
Dealer is stating that the chair being replaced by rod mills. Many issues and items that have broken on chair. Quality issues that were known about wheel locks plus.